Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three piece lens and the lens tore. There was patient contact but no injury, no enlarged incision or sutures. Another same type lens was implanted. The reported stated the cause of the lens tear was due to a loading error.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic torn and a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue and reddish residue. It should be noted that the injector and cartridge were not returned for evaluation.